Manufacturer narrative:
Product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 748251, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a hot feeling around the connection part of the lead and extension on the back, and then would gradually be felt over the dorsal site of the ins which caused discomfort. Sometimes the stimulation would suddenly stop. When stressing the connection part on the back, paresthesia would occur and stimulation would stop. The device was programmed at: a1 was 0-4+, 3.1v, 210se, 50hz and a2 was 0-1+4+, 2.0v, 450 sec , 50hz. The impedance measurements for a1 weas 3957ohms/0.80ma and a2 was 3354 ohms/0.612ma. When measuring electrode impedance 0 and 3 contacts, high impedances of approximately 6,000ohms were shown along with contacts 0 and 7. Paresthesia was not felt. The device was increased to over 8v and stimulation was not felt and the hot feeling was confirmed around the connection part and ins. Polarity was changed to the configuration without contact 0 to: a1 was 1-2+, 2.4v, 450 sec, 50hz and a2 was 1+5-6-, 2.ov, 450 sec, 50hz. Impedances then measured between 500-600ohms. Stimulation did not reach the pain site but stable paresthesia was obtained and the hot feeling was resolved. It was assumed that the cause of the hot feeling and sudden stop of st imulation were due to contact 0. However, the new configuration could not provide optimal stimulation. On (B)(6), a lead procedure was going to be performed per the patient's request. It was later reported that the patient had developed the heat sensation again at the connected part and stimulation stopped. Therefore, it was assumed that there was no correlation between the heat sensation and impedance anomaly. Blood tests were conducted but there was no sign of infection. The physician thought that there were some problems with the system because the heat sensation developed only when providing stimulation. It was confirmed that the patient went under surgical intervention. The back was opened and the high lead impedance was confirmed by connecting with a snap lead cable and ens. The total device system was replaced.

Event description:
Follow up information received reported that the cause of the high impedance of the lead was not determined. It was also reported that the lead component was discarded at the hospital and was unavailable for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final device analysis for ins nks704582h revealed no anomaly found. Final device analysis for the extension nhu192968v no significant anomaly. The body was cut thru, segmented. Foreign material was found on the #1 and #5 multibeam contacts in the connector ports of the adapter causing a poor connection on the #5 circuit. There were no shorts between the circuits. Final device analysis for the extension nhu194069v no significant anomaly. The body was cut thru, segmented. The body was cut thru, segmented. Foreign material was found on the #1 and #5 multibeam contacts in the connector ports of the adapter causing a poor connection on the #5 circuit. There were no shorts between the circuits. Final device analysis for the adapter revealed no significant anomaly. The body was cut thru, segmented. Final device analysis for the plug revealed no anomaly found. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).